Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc) and that the filter was unable to be removed. However, there have been no attempts to remove the filter. The patient also reports to be suffering from depression and anxiety. According to the medical records, the patient had no significant medical history but is a heavy smoker. The patient presented to the hospital with cough and hemoptysis. A computerized tomography (CT) scan revealed a pulmonary emboli (pe). The pre-operative diagnosis was deep vein thrombosis (dvt). The filter was deployed below the renal veins without any reported complications.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The pre-operative diagnosis was deep vein thrombosis (dvt). The filter was deployed below the renal veins without any reported complications. Per the patient profile from (ppf), the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc) and that the filter was unable to be removed. However, there have been no attempts to remove the filter. The patient also reports to be suffering from depression and anxiety. According to the medical records, the patient had no significant medical history but is a heavy smoker. The patient presented to the hospital with cough and hemoptysis. A computerized tomography (CT) scan revealed a pulmonary emboli (pe). The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 17046690 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.